Event description:
It was reported that during cleaning and sterilization, the customer noted a loose wire at the wrist of the tenaculum forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the pitch cable was found to be loose at the distal clevis hub. Failure analysis found that both cable crimps remained in the clevis, there was no damage found on the cable. Upon housing removal the pitch cable was found to be loose at clamping pulley, but no loose clamping pulley screw was found. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.